Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a high blood glucose (bg) level of 499 mg/dl. The suspected cause of the high bg was due to the customer disconnecting from the pump to charge the battery. The customer stated they would take a correction bolus and declined a system check with tandem technical support. Reportedly, the pump had been exposed to humidity. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.